Event description:
Additional information received from the manufacturer representative on (B)(6) 2016 reported that no further troubleshooting was done in regards to the electrode impedances. No further actions were taken and the patient's reprogramming was done. It was further reported that the cause of the impedance issue was unknown.

Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot# v907290, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v956006, implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer and the manufacturer representative reported that impedance checks showed 4 contacts were 'out of service;' out-of-range impedances greater than 10000 ohms were observed on electrode pairs 0/3, 0/4, 0/5, and 0/6. Using electrode 0 as a reference, the clinician programmer indicated impedance measurements taken at 0.70v were: #1 = 822 ohms, #2 = 878 ohms, #3 = >10000 ohms, #4 = >10000 ohms, #5 = >10000 ohms, #6 = >10000 ohms, #7 = 805 ohms, #8 = 1029 ohms, #9 = 1053 ohms, #10 = 985 ohms, #11 = 911 ohms, #12 = 961 ohms, #13 = 958 ohms, #14 = 926 ohms, and #15 = 961 ohms. It was reported that the issue was not resolved at the time of follow up, however it was also reported that reprogramming around the electrodes with impedances was still able to provide stimulation where it was needed. Surgical intervention was not performed, and there was no intention of surgical intervention at this time. There were no reported patient symptoms, and the patient's status was alive with no injury. The patient's indications for use included chronic low back pain, radiculopathy, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.